Event description:
Upon 2nd inflation in the lesion, an ptca catheter appeared to have burst at 3 atm, which is below rated burst pressure. The catheter was replaced and the procedure sucessfully completed with no pt complications noted. No add'l details were received.